Manufacturer narrative:
(B)(4).

Event description:
The physician reported that the subject device was explanted due to inefficient stimulation which was not adjustable by programming. Following explantation, movement of something inside the device was heard and felt, when shaking it.

Event description:
The physician reported that the subject device was explanted due to inefficient stimulation which was not adjustable by programming. Following explantation, movement of something inside the device was heard and felt, when shaking it.

Event description:
The physician reported that the subject device was explanted due to inefficient stimulation which was not adjustable by programming. Following explantation, movement of something inside the device was heard and felt, when shaking it.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported rattling within the device, and conformance to established specifications was confirmed, including electrical characteristics.

Event description:
The physician reported that the subject device was explanted due to inefficient stimulation which was not adjustable by programming. Following explantation, movement of something inside the device was heard and felt, when shaking it.